Manufacturer narrative:
No patient information was provided. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a metacarpal the drill guides would not thread into the plates. The surgeon tried to use the drill guides on multiple plates during the procedure and it wouldn¿t work. Cortex screws were used instead. Reporter states he assumes that the guides were stripped. Procedure was completed successfully without any surgical delay. Patient postoperative status was reported as stable. Concomitant devices reported: plate (part# unknown, lot# unknown, quantity unknown) this is report number 2 of 2 for complaint com-(B)(4).